Event description:
Note: this report pertains to the first of two events reported for the procedure. Refer to MFR report #3005099803-2008-01175 for details regarding the second event. A multibite device was used for a biopsy procedure in 2008. According to the complainant, the user experienced difficulty opening the jaws of the multibite biopsy forceps device. It was reported that the user removed the device and selected a second multibite biopsy forceps device for the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received; however, the evaluation has not been completed. The cause of the reported malfunction is undetermined.